Event description:
During an electrophysiology study with a supraventricular tachycardia ablation using a viewflex xtra ice catheter, the tip of the catheter fractured. Femoral access was attempted through a non-sjm 10f introducer. After several attempts to navigate the viewflex xtra ice catheter beyond the tip of the introducer, it was noted the catheter tip was fractured. The catheter was replaced to continue to procedure with no adverse consequences for the patient.